Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited unstable/high thresholds. Reprogramming was performed. During the revision, the patient was found to have an occluded vein that prevented access. The lead remains in use with no other planned intervention. No patient complications have been reported as a result of this event.